Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported internal battery degraded warning alarm, but revealed the occurrence of a total power failure event. Visual inspection of the main circuit board revealed a leaky super capacitor. The customer was issued a replacement device. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the total power failure event was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed during evaluation that an astral device experienced a total power failure event and had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.